Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose (bg) 560 mg/dl/ thirst, nausea and confusion. The patient was treated by emergency services with food and drink. Reporter states damage to cartridge compartment and cap and as a result of the time taken before issue was found, bg elevated as indicated by script, however no additional issues such as loss of prime were reported. During troubleshooting, it was noted that the patient is on chemotherapy for a brain tumor. The patient has discontinued pump therapy.